Event description:
A past low blood glucose event was reported by the customer. Cause was not known. The lowest blood glucose level documented was 28 mg/dl. The customer did not take any corrective action due to losing consciousness, and paramedics were called to provide assistance with IV fluids of sugar glucose. As a result of the low blood glucose level, the customer experienced a seizure and bit their tongue. Recommendation was made to consult with a healthcare provider regarding diabetes management.